Event description:
It was reported that a rotawire fracture occurred. A 2.00mm rotalink plus and a 330cm rotawire were selected for use. During preparation, when the rotational speed was being set, it was noted that the rotawire became separated. Then, another rotawire was used; however, the burr was unable to load into the wire. The procedure was not completed due to this event. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. The returned complaint device consisted of a rotablator rotalink plus device. The advancer and burr catheter were received together. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically and visually examined. There are numerous sheath kinks. Functional testing was performed using a test .009 rotawire. The test rotawire was attempted to be inserted into the burr tip and it would not pass the damaged annulus. The test wire was then inserted into the proximal end of the rotablator device and it advanced all the way through the device stopping at the damaged annulus. The coil is stretched. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that a rotawire fracture occurred. A 2.00mm rotalink plus and a 330cm rotawire were selected for use. During preparation, when the rotational speed was being set, it was noted that the rotawire became separated. Then, another rotawire was used; however, the burr was unable to load into the wire. The procedure was not completed due to this event. No patient complications were reported and patient's status was stable.